Event description:
A discordant low thyroid stimulating hormone (tsh) result was obtained on one patient sample on an immulite 2000 instrument. The original low result was reported to the physician(s) who questioned the result. The patient sample was repeated twice on two separate days on the immulite 2000 instrument and the value was higher. The repeated result was reported to the physician(s). There were no known reports of patient intervention or adverse health consequences due to the discordant low tsh result.

Manufacturer narrative:
A siemens technical solutions specialist (tsc) contacted the customer site to schedule a field service engineer (fse) visit. The customer declined service. Tsc was told by the customer that once the tsh assay was recalibrated there were no more issues. The cause of the discordant low tsh result on one patient sample run on an immulite 2000 instrument is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.